Event description:
It was reported that the patient on p-icecap study with targeted temperature (tt) was 32-34c. Patient had been stable other than overnight and once this morning patient temperature (pt) was dropped to 31.6c. Cns noted that patient had moments of increased activity, and they have had to administer sedation. They believe the sedation was tied to the drops in patient temperature (pt) that they have seen. Encouraged to look back at the graph and cross reference patient temperature (pt). Verified appropriate pad coverage with no gaps. They have been monitoring water flow rate (wfr) with no issues noted. Patient had foley and rectal probes that have been correlating throughout therapy. Discussed patient medication administration and potential correlations between that and patient temperature (pt). Advised to go back to graph and look for correlations to confirm. Verified when patient temperature (pt) decreased to 31.6c that water temperature (wt) was always responding with 40c. No alerts or alarms. Device appears to be responding appropriately. Encouraged to have staff call when they see drops occurring and they can analyze all aspects of scenario as it occurs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Patient on p-icecap study with targeted temperature (tt) was 32-34c. Patient had been stable other than overnight and once this morning patient temperature (pt) was dropped to 31.6c. Cns noted that patient had moments of increased activity, and they have had to administer sedation. They believe the sedation was tied to the drops in patient temperature (pt) that they have seen. Encouraged to look back at the graph and cross reference patient temperature (pt). Verified appropriate pad coverage with no gaps. They have been monitoring water flow rate (wfr) with no issues noted. Patient had foley and rectal probes that have been correlating throughout therapy. Discussed patient medication administration and potential correlations between that and patient temperature (pt). Advised to go back to graph and look for correlations to confirm. Verified when patient temperature (pt) decreased to 31.6c that water temperature (wt) was always responding with 40c. No alerts or alarms. Device appears to be responding appropriately. Encouraged to have staff call when they see drops occurring and they can analyze all aspects of scenario as it occurs. Per follow up information, they spoke with technical support team during the time of the malfunction and was provided assistance. The issue was resolved, and medication was administered per protocol. The device responded appropriately, which allowed the patient to complete therapy. No patient impact was reported. The device was currently on the unit in working order. The instructions-for-use under baw2800548 rev 1 and addendum baw2800424 rev 1 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient on p-icecap study with targeted temperature (tt) was 32-34c. Patient had been stable other than overnight and once this morning patient temperature (pt) was dropped to 31.6c. Cns noted that patient had moments of increased activity, and they have had to administer sedation. They believe the sedation was tied to the drops in patient temperature (pt) that they have seen. Encouraged to look back at the graph and cross reference patient temperature (pt). Verified appropriate pad coverage with no gaps. They have been monitoring water flow rate (wfr) with no issues noted. Patient had foley and rectal probes that have been correlating throughout therapy. Discussed patient medication administration and potential correlations between that and patient temperature (pt). Advised to go back to graph and look for correlations to confirm. Verified when patient temperature (pt) decreased to 31.6c that water temperature (wt) was always responding with 40c. No alerts or alarms. Device appears to be responding appropriately. Encouraged to have staff call when they see drops occurring and they can analyze all aspects of scenario as it occurs. Per follow up information received via phone on 04dec2024, it was reported that they spoke with technical support team during the time of the malfunction and was provided assistance. The issue was resolved, and medication was administered per protocol. The device responded appropriately, which allowed the patient to complete therapy. No patient impact was reported. The device was currently on the unit in working order.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient on p-icecap study with targeted temperature (tt) was 32-34c. Patient had been stable other than overnight and once this morning patient temperature (pt) was dropped to 31.6c. Cns noted that patient had moments of increased activity, and they have had to administer sedation. They believe the sedation was tied to the drops in patient temperature (pt) that they have seen. Encouraged to look back at the graph and cross reference patient temperature (pt). Verified appropriate pad coverage with no gaps. They have been monitoring water flow rate (wfr) with no issues noted. Patient had foley and rectal probes that have been correlating throughout therapy. Discussed patient medication administration and potential correlations between that and patient temperature (pt). Advised to go back to graph and look for correlations to confirm. Verified when patient temperature (pt) decreased to 31.6c that water temperature (wt) was always responding with 40c. No alerts or alarms. Device appears to be responding appropriately. Encouraged to have staff call when they see drops occurring and they can analyze all aspects of scenario as it occurs.